Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) three years five months post implant. The device battery was suspected to be depleting prematurely. Technical services (ts) contacted the local field representative and requested a copy of device memory be submitted for engineering analysis. No adverse patient effects were reported. This product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) 25 days later. A copy of device memory was submitted for analysis. Engineering analysis identified a potential battery depletion anomaly and device replacement was recommended within a 28 day replacement interval. Device replacement has been scheduled for a future date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that device replacement was scheduled. The patient then presented to the hospital after receipt of shock therapy. Review of the stored episode noted at 1:1 rhythm at a rate of 240 beats per minute (bpm) with some beats labeled as noise. Therapy was noted to have been given due to the rate being in the shock zone. The morphology was narrow, but was not considered in the shock zone. Technical services (ts) discussed rate control with the physician. Surgical intervention was undertaken. The device was explanted and replaced due to the reported battery depletion. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.